Manufacturer narrative:
Implant date is not applicable since product was never placed. Patient bone quality is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4) during clinical procedure, dropped from implant driver.